Event description:
Per the clinic, the patient experienced performance decrement due to migration of electrode. The device was explanted on (b)(6) 2026, and the patient was re-implanted with another cochlear device during the same surgery.